Manufacturer narrative:
Results: bd received thirty-eight customer samples. Samples were leak tested under pressurized conditions. No defects were found. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4175632. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood leaked out from the needle retraction area of the 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter after needle retraction, twice. No blood exposure. No injury or medical intervention.